Event description:
Ous MDR - this device is at eri and an error message appeared when the device was interrogated.

Manufacturer narrative:
Upon receipt of the pacemaker an electrical analysis was made. The pacemaker was initially interrogated. The device status eri has been activated due to cold storage or transport conditions. The eri status has been successfully reset. The memory content of the pacemaker was investigated and contained expected data. The investigation showed no evidence of dysfunction of the device. The capacity of the pacemaker was reviewed. The bradycardia output was flawless and corresponded to the programmed values in bol mode. When reported in the complaint description warning message is to be assumed that was damaged at this time, the memory contents of the implant. A new interrogation corrected the damaged storage device content and then worked as expected. Clinical observation resulted from a damaged memory contents, which was corrected after reinterrogation. Cause of the damaged memory contents could not be determined from the data available. It is understood, however, that strong electromagnetic fields have contributed to the clinical observation. A material or manufacturing defects was not available.